Event description:
It was reported when the device was used in a gastrectomy/roux en-y procedure, the device fired malformed staples. Another device was used to complete the case. There was no patient consequence.